Event description:
The customer stated an architect c8000 analyzer generated a falsely elevated magnesium result for one patient sample. The architect generated a magnesium result of 6.0. The sample was repeated on another architect analyzer and a magnesium result of 1.5 was generated. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No consequences or impact to patient. False positive result. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint system logs, a search for similar complaints, and a review of labeling. System logs were retrieved via abbottlink on (B)(4) 2011. Although the result log confirms discrepant magnesium results were generated on 09/01 and 09/02, the system logs available were not helpful in determining a single definitive cause of the elevated magnesium results. However, the customer considered the preventative maintenance performed on (B)(4) 2011 to have resolved the issue. A review of the c8000 clinical chemistry product improvement team metrics encompassing 12 months of trending data did not identify an adverse trend or a non-statistical adverse trend related to discrepant assay results and/or the issue in the current complaint. Labeling was reviewed and found to be adequate. Based on the available information a specific cause for the discrepant magnesium results was not identified. A deficiency was not identified.